Event description:
Reportedly, the display of the subject programmer cannot be calibrated or loses the calibration, making the programmer unusable.

Manufacturer narrative:
Analysis of the returned programmer showed that there was a calibration issue; the touch screen was replaced.

Event description:
Reportedly, the display of the subject programmer cannot be calibrated or loses the calibration, making the programmer unusable.

Event description:
Reportedly, the display of the subject programmer cannot be calibrated or loses the calibration, making the programmer unusable.

Manufacturer narrative:
Preliminary analysis of the returned programmer showed that the calibration of the touch screen could be properly performed. The reported behavior might have resulted from mishandling.

Event description:
Reportedly, the display of the subject programmer cannot be calibrated or loses the calibration, making the programmer unusable.